Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a high out of range shock impedance measurement of 125 ohms on the right ventricular (rv) lead. Also, a recent stored episode exhibited low amplitude measurements and subsequent presenting electrograms exhibited a flat morphology on the shock channel during atrial and rv pacing therapy. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that it may be a good idea to reach out to the patient or the patients family to check on the patients status. The ICD device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.